Event description:
It was reported "the instruments for calcaneum fixation are blue and the compression rod are green but it is difficult to differentiate them in the loan set which could lead to confusion."

Manufacturer narrative:
The device involved in the reported incident has been rec'd for eval. An investigation has been initiated based on the reported info.